Manufacturer narrative:
Follow-up # 1 ¿ (08/01/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results lower than -50% of the control solution when tested with control solution. Tertiarily, the test strips were found to be misclassifying blood as "control solution" when applied to the strip. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verioiq meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate. The patient reportedly noticed the subject meter started to give inaccurate high reading of ¿148 and 139 mg/dl¿ on (B)(6) 2014 at 8am. Based on the alleged issue, the patient managed her diabetes by taking less food. Sometime in (B)(6) 2014, the patient claimed she developed symptoms described as ¿sweating, chills, and sick to stomach¿ due to the alleged issue. On (B)(6) 2014, the patient went for a doctor¿s office visit where her blood glucose reading was taken. She reportedly did not recall what her blood glucose was at the time of concern. During troubleshooting, the patient verified the unit of measurement was correctly set. Control solution results were within the acceptable range. This complaint is being reported because, the patient claimed she had symptoms suggestive of hypoglycemia after the alleged inaccurate high issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.